Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. Endologix could not perform an evaluation of the device as the device remains implanted in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows left common iliac limb migration of 57 mm and type ib endoleak of the left common iliac artery complaints are confirmed. This is consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of the complaint could not be determined. Procedure related harms could not be identified. There were significant calcifications in the left iliac artery, it is unclear if this contributed to the reported event. The final patient status is being monitored pending reintervention. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b5: describe event or problem - additional. G3: awareness date - updated. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.

Event description:
The patient was treated for an abdominal aortic aneurysm with the implant of an alto abdominal aortic graft system on (B)(6) 2024. It was reported on (B)(6) 2024 that the patient had a possible type iii endoleak. The imaging was shared with endologix clinical affairs, and it was confirmed that there was only a type ii endoleak. It is unknown if the type ii endoleak was treated at the time. On (B)(6) 2025 additional imaging was provided by the physician. Endologix clinical affairs found that the left side is very tortuous and seems to have pulled the left limb away from the distal seal location causing a type ib endoleak. The distal end of the iliac limb is now in the aneurysm sac. There is 71mm to the left hypo. Reintervention is scheduled for (B)(6) 2025.

Event description:
The patient was treated for an abdominal aortic aneurysm with the implant of an alto abdominal aortic graft system on (B)(6) 2024. It was reported on (B)(6) 2024 that the patient had a possible type iii endoleak. The imaging was shared with endologix clinical affairs, and it was confirmed that there was only a type ii endoleak. It is unknown if the type ii endoleak was treated at the time. On (B)(6) 2025 additional imaging was provided by the physician. Endologix clinical affairs found that the left side is very tortuous and seems to have pulled the left limb away from the distal seal location causing a type ib endoleak. The distal end of the iliac limb is now in the aneurysm sac. There is 71mm to the left hypo. Reintervention has not yet been scheduled. Patient is being monitored.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.